Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to a percutaneous aortic valvuloplasty (ptav) procedure. The arteriotomy was 6fr. Reportedly, the suture of the first proglide device was successfully placed. A second proglide device was attempted; however, a cuff miss occurred. The suture of a third proglide device was successfully placed. The sheath was upsized to 12fr and the ptav procedure was completed. Hemostasis was achieved using the pre-placed sutures from the first and third proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the suture of the first proglide device experienced a cuff miss. The sutures of a second and third proglide device were successfully placed. No additional information was provided.